Manufacturer narrative:
Instrument backup review of acl top 750 las (B)(6) showed qc results outside insert acceptance ranges, flagged with "mt 5600 maintenance overdue or failed." No instrument errors were logged. Qa retain testing of lot n0844847 performed in-house recovered within acceptance ranges, confirming reagent performance. Lot records and certificates of analysis reviewed for reagent and controls - no abnormalities. Qa retains tested and were within specifications. Analysis suggests contamination of reagent components (aptt-ss and/or aptt-ss cacl2). Unable to determine the cause of the contamination. No remedial action required.

Event description:
A complaint was received regarding hemosil synthasil (lot n0844847) used on acl top 750 las (B)(6), where aptt results were observed shorter than expected for hemosil normal control assayed (lot n0824873) and hemosil low abnormal control assayed (lot n0532071). Laboratory staff suspected reagent vial contamination. Replacing the reagent restored expected recoveries. Subsequent investigation (7/31/2025) confirmed twelve patient samples tested on (B)(6) 2025 also produced shortened aptt results. Results were corrected after retesting on a separate acl top 750 las analyzer (B)(6). No patient harm occurred.